Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported event of infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator site was infected following vns replacement surgery. The device history records were reviewed for the lead and generator and revealed that both devices were sterilized according to specifications prior to release for distribution. No known relevant surgical intervention has occurred to date. Device evaluation is not necessary due to the reported event of infection not being related to the functionality of the vns. No further relevant information has been received to date.